Manufacturer narrative:
This medwatch is a duplicate of 0002249697-2013-02197. Please disregard.

Event description:
It was reported that there was a revision of the patient's knee for an unknown reason in (B)(6) 2013.

Manufacturer narrative:
Catalog number and product description is unknown at this time. Device reported as unknown knee component. Additionally, two other devices were listed in this report as unknown knee components. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that there was a revision of the patient's knee for an unknown reason in (B)(6) 2013.